Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement test due to detached end cap and loose drive support disk. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported rattle sound after shaking insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.